Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in-clinic for a routine follow-up with inappropriate atp therapy for atrial fibrillation with rapid ventricular response. No programming changes were made. The patient will continue to be monitored.